Event description:
The 200 flexiva laser was used to break up a ureteral stone. As soon as the fiber was activated, the tip of the fiber cracked/broke. Surgeon immediately removed it from the patient's ureter and a new fiber was opened.